Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® glass sodium heparin tubes with green conventional closure were found broken prior to use risking injury. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for visual inspection and upon completion, no issues were observed relating to glass breakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The inherent fragility of glass can result in breakage during the manufacturing and shipping process. Based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Additionally, visual inspection of the retain samples was conducted and glass breakage was not observed. Based on the investigation, the most likely root cause was determined to be related to mechanical damage incurred during shipping. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.